Event description:
Resident experienced acute cough and bleeding from trach and was found to have swallowed the outer cannula (normally located inside the esophagus) of his trach device. The broken trach device was replaced to allow breathing and resident was sent to hospital via 911 transport where the cannula was removed using a bronchoscopic procedure. The outer cannula was found to be broken which prevented it from being held in place by the plate of the trach device. Resident tolerated the procedure well and was returned to our facility in stable condition.